Event description:
Customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer states that the blood glucose reading was around 583 mg/dl at the time of the emergency room visit. Customer stated that the drive support cap appeared normal and when she ran a manual prime, the insulin did exit the tubing. Also, the time and date, basal rates and wizard settings are accurate. Furthermore, customer received a no delivery alarm when the cannula was not bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.